Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found power reboot occurrences on the day of the complaint. Investigation found evidence of moisture behind the display lens. The battery compartment was intact with no evidence of moisture ingress in the compartment. Battery cap was able to tighten properly and the pump powered up to the verify screen without audible alerts. A rewind/load/prime sequence was completed and the pump was exercised for 24 hours without incidents. A leak was found on the bolus button where the cover was missing. The pump casing was opened to further investigate and moisture contamination was found in the pump interior as well as the audio component.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The patient noticed that there was moisture under the display screen and the pump no longer powers on. Reportedly, this happen after went swimming and found the bolus button had fallen off. Patient stated that the battery cap secured properly and there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.